Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was dim and discolored. The cartridge compartment was cracked. Additionally, the battery compartment was found to be cracked and the battery cap had damaged threads. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure, a cracked cartridge compartment, cracked battery compartment and damage to the battery cap. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.